Event description:
Event verbatim [preferred term] itchy back [pruritus] , crumbs [device leakage]. Case narrative:this is a spontaneous report from a pfizer program brand websites for division consumer healthcare germany. A contactable consumer reported a female patient of an unspecified age started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number t48913) from an unspecified date "for years" for an unspecified indication. The patient's medical history and concomitant medications were not reported. The consumer reported, "I've been using thermacare for years. I bought 3x2-wraps of thermacare at doc-morris for a bigger pain area for 57.57 euros (!) And I'm very disappointed. 3 out of 5 used envelopes did not warm. Unfortunately, I have only one number (see above), the other package, I have disposed of, because I thought that just happens. Another package I bought at a local drugstore some time ago did not have the seams properly sealed (expiration date jan2020), so I had to struggle with crumbs and an itchy back. So far, I was very satisfied with the quality and convinced of your product, so that I could live with the high prices. Now I will probably switch to the cheaper alternative of dm (sos), the products are much cheaper and have a longer thermal life." Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. Additional information has been requested and will be provided as it becomes available. Follow-up (19nov2018): follow-up attempts completed. No further information expected. Follow-up (22sep2018): new information received from the contactable consumer includes: marketing program name and suspect product lot number. Case upgraded to a reportable MDR. Follow-up (15nov2019): new information received from the product quality complaint group includes malfunction assessment, impact analysis, severity rating and case upgraded to serious reportable MDR. Company clinical evaluation comment based on the information provided, the events of "crumbs and an itchy back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "crumbs and an itchy back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] itchy back [pruritus] , crumbs [device leakage]. Case narrative:this is a spontaneous report from a pfizer program, brand websites for division consumer healthcare germany. A contactable consumer reported a female patient of an unspecified age started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number t48913) from an unspecified date "for years" for an unspecified indication. The patient's medical history and concomitant medications were not reported. The consumer reported, "I've been using thermacare for years. I bought 3x2-wraps of thermacare for a bigger pain area for (B)(6) (!) And I'm very disappointed. 3 out of 5 used envelopes did not warm. Unfortunately, I have only one number (see above), the other package, I have disposed of, because I thought that just happens. Another package I bought at a local drugstore some time ago did not have the seams properly sealed (expiration date jan2020), so I had to struggle with crumbs and an itchy back. So far, I was very satisfied with the quality and convinced of your product, so that I could live with the high prices. Now I will probably switch to the cheaper alternative of dm (sos), the products are much cheaper and have a longer thermal life." Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. Product investigation report was as follows: this investigation was conducted for an unknown lot number flexible use xl product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: complaint class: product appearance /complaint sub class: heat cells damaged/leaking - cells damaged/leaking the citi customizable search returned a total of 5 complaints for flexible use xl products during this time period for the class/subclass. There were 2 complaints confirmed as having a manufacturing related root cause of the wrap having heat cells damaged/leaking defects. Legacy complaint module for batch r99699: the most probable root cause of this event is equipment (other). The current logics/camera does not have an establish centerline in the plc logics to establish limits for the cd position set-point. Corrective actions: there is no market action recommended. The chemistry leakage is visual upon opening the wrap. There are specific product use instructions on the carton, pouch film and insert stating, "do not use if the heat cell contents leak and/or wrap is damaged or torn"; therefore, this investigation recommends no further actions to be taken for batch r99699. Preventive actions: modify the plc logic and converter hmi to establish limits for the cd position set-point. Assess to make changes into the plc logic and converter hmi is restricted to the e&I group. Therefore, the operators will not able to change the established limits (range) set in the hmi. This is a mitigation countermeasure to prevent a cell from being cut even if the turnbar is out of position, creating a potential cut cell. This will provide a tolerance range for the sensor set point to prevent a cut cell by locking down the operating window. Evaluate if there is an engineering solution to avoid the turnbar out of position. Legacy complaint module for batch t48921: the most probable root causes category for this event is method / document doesn't exist. There is not a document that establishes how to calibrate the die for the flex use large muscle (fulm) product. The document should establish how to manage the product produced during the die registration re-calibration. Corrective actions: no market action is recommended because batch t48921 met all product release criteria and it will remain in release status. There are specific product use instructions on the carton, pouch film and insert stating, "do not use if the heat cell contents leak and/or wrap is damaged or torn." Preventive actions: commitment was issued to create a document that establishes how to calibrate the die registration for the flex use large muscle (fulm) product. The document should establish how to manage the product produced during the die registration re-calibration. A review of the 36 month trend chart does not show an increase overtime. Based on this citi search, there is not a trend identified for the subclass heat cells damaged/leaking for flexible use xl products, refer to attached trending chart heat cells damaged leaking flex use xl. No further action is required. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass heat cells damaged/leaking for flexible use xl products, refer to attached trending chart heat cells damaged leaking flex use xl. No further action is required. Follow-up attempts are completed. No further information is expected. Follow-up (19nov2018): follow-up attempts completed. No further information expected. Follow-up (22sep2018): new information received from the contactable consumer includes: marketing program name and suspect product lot number. Case upgraded to a reportable MDR. Follow-up (15nov2019): new information received from the product quality complaint group includes malfunction assessment, impact analysis, severity rating and case upgraded to serious reportable MDR. Follow-up (18nov2019): new information reported from product quality complaints includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "crumbs and an itchy back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number flexible use xl product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: complaint class: product appearance /complaint sub class: heat cells damaged/leaking - cells damaged/leaking the citi customizable search returned a total of 5 complaints for flexible use xl products during this time period for the class/subclass. There were 2 complaints confirmed as having a manufacturing related root cause of the wrap having heat cells damaged/leaking defects. Legacy complaint module for batch r99699: the most probable root cause of this event is equipment (other). The current logics/camera does not have an establish centerline in the plc logics to establish limits for the cd position set-point. Corrective actions: there is no market action recommended. The chemistry leakage is visual upon opening the wrap. There are specific product use instructions on the carton, pouch film and insert stating, ¿do not use if the heat cell contents leak and/or wrap is damaged or torn¿; therefore, this investigation recommends no further actions to be taken for batch r99699. Preventive actions: modify the plc logic and converter hmi to establish limits for

Event description:
Event verbatim [preferred term] crumbs [device leakage] , itchy back [pruritus] , . Case narrative:this is a spontaneous report from a pfizer program "brand websites for division consumer healthcare germany. A contactable consumer reported a female patient of an unspecified age started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number t48913) from an unspecified date "for years" for an unspecified indication. The patient's medical history and concomitant medications were not reported. The consumer reported, "I've been using thermacare for years. I bought 3x2-wraps of thermacare at doc-morris for a bigger pain area for 57.57 euros (!) And I'm very disappointed. 3 out of 5 used envelopes did not warm. Unfortunately, I have only one number. The other package, I have disposed of, because I thought that just happens. Another package I bought at a local drugstore some time ago did not have the seams properly sealed (expiration date jan2020), so I had to struggle with crumbs and an itchy back. So far, I was very satisfied with the quality and convinced of your product, so that I could live with the high prices. Now I will probably switch to the cheaper alternative of dm (sos), the products are much cheaper and have a longer thermal life." Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (22sep2018): new information received from the contactable consumer includes: marketing program name and suspect product lot number. Case upgraded to a reportable MDR. Company clinical evaluation comment based on available information, the patient reported crumbs, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device., comment: based on available information, the patient reported crumbs, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device.